Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it was reported the impella cp had alarms for purge pressure low and purge flow high. The medical team was advised to check all the connections and de-air the system, but this did not resolve the alarms. The medical team was instructed to change the cassette and purge bag. The purge solution was changed from d5w + 25u/ml heparin to d10 + 25u/ml heparin. No further issues were reported, and the medical team was instructed to monitor the purge system for any further alarms.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.